Event description:
The customer reported that the pc would not start up and the sys would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The pc was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.